Event description:
A report was received that describes an event that required intervention. Per the report, the caregiver spiked a bag of dilaudid with a proprietary administration set that is designed to be used exclusively with the MFR's ambulatory infusion pump. The caregiver hung the bag, and then connected the distal end to the pt without closing the clamps or attaching the set to the infusion pump. The pt received an over-infusion of dilaudid and required resuscitation. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.